Event description:
The tip of the epidural needle bent upon insertion. Diagnosis or reason for use: labor patient epidural. Is the product compounded?: no. Is the product over-the-counter?: no. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: no.